Event description:
Customer reported she went swimming while wearing the insulin pump. It was exposed to water. Customer's blood glucose is 130 mg/dl. There is fluid under the lcd display. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump received with cracked case at display window corners and battery tube threads. Insulin pump received with minor scratches on display window. Traces of corrosion found at the electronic and motor assemblies.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.